Event description:
The device was returned for mechanical hardware failure (screen no input). Unit started up with no errors. Unit touch screen was used to successfully navigate screens and applications. Verified touch screen flex cable was properly seated. Performed mock infusion. Unit tested ok. No other damage found.

Event description:
The following has been reported: biomed reported: biomed reported: "unable to activate touch screen, it would not engage and rn could not get door open". No patient injury. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.